Event description:
During a procedure, it was reported that the device failed to deploy after the collar was advanced. A second attempt was made and the t bar did deploy but the white depth gauge shot forward and obscured the view. The surgeon couldn¿t see what he was doing, so the 2nd t bar was pulled out of inserter. Product was deemed useless. The same thing happened with the second fast fix 360 used. Additional information received on 4/22/2013 confirmed that t1 was removed from the patient.

Manufacturer narrative:
Evaluation, result - functional test performed and device performed as intended. Investigation results: one device was returned for evaluation. Visual inspection confirmed t1 is free from of the delivery needle. The condition of the returned device is not consistent with the reported failure mode. The surgeon stated that ¿2nd t bar was pulled out of inserter; however the returned device has t2 on the delivery needle at the pre deployment position. The actuator was observed to be at the post deployment of t1, and at the pre deployment position of t2. A functional test was performed on the device by advancing the actuator to deploy t2. T2 deployed into a rubber meniscus as intended. The device is designed such that the deployment slider must be actuated in order for t1 to deploy off of the needle. The implant assemblies that were returned meet the product drawing specifications. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).